Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 40 mg/dl; cause was unknown. The customer declined to provide additional information and declined to perform troubleshooting with tandem technical support.